Event description:
The customer reported that the co2 does not work. They reported that the co2 never gets past the warm up stage and flashes on and off of the main screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.